Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the main drawer was failed to open. The customer reported that while attempting to open the drawer, the screen displayed a message instructing to "clear obstructions and close the drawer," yet the drawer remains closed. This issue has caused a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that magnet was fallen out off from the latch causing issue. The field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. Initial reporter facility name e1: (B)(6).